Event description:
Healthcare professional (hcp) reported patient was injected in ck1 (0.3 ml) and ck2 (0.2 ml) with juvéderm® voluma¿ with lidocaine and in ck3 (0.6 ml) and nasolabial fold (0.2 ml) of juvéderm® volift¿. On same day, patient experienced necrosis in nasolabial fold. Patient was treated with hylauronidase, and [illegible information]. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00791 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
Suspect product: lot number 963/2. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected in ck1 (0.3 ml) and ck2 (0.2 ml) with juvéderm® voluma¿ with lidocaine and in ck3 (0.6 ml) and nasolabial fold (0.2 ml) of juvéderm® volift¿. On same day, patient experienced necrosis in nasolabial fold. Patient was treated with hylauronidase, and [illegible information]. Symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00791 (allergan complaint #pr 2678962). This MDR is being submitted for the first suspect product, juvéderm® volift¿ with lidocaine.